Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-11162, related manufacturer reference number 1627487-2019-11163, related manufacturer reference number 1627487-2019-11164. It was reported the patient experienced ineffective stimulation due to measured high impedance on one of the patient's leads. Surgical intervention took place to replace the lead. Surgery addressed the issue. Note: it is unknown which lead was explanted due to high impedance; therefore, all of the patient's leads are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-11162, 1627487-2019-11163, 1627487-2019-11164.